Manufacturer narrative:
The pump received with blank display due to faulty interface board. The pump received with minor scratched display window. The pump was received cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 219 mg/dl. The customer was call back after being advice to wait 2 hours and the display did not return. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.